Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported to carefusion that this infant flow sipap device displayed an "e23" error, indicating a malfunction with the valve operations. The customer stated that there was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device, a infant flow sipap, and evaluated the device. An evaluation of the device duplicated the reported issue and found that the valve voltage rails intermittently dropped below the required voltage, 3.2v, and a fuse was loose. The root cause of the reported issue was isolated to material fatigue.